Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotic injections (dose, frequency, and duration not reported) for the peritonitis. After more than twenty days, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information is not available at this time.